Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the iol product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A transcriptionist reported that during an intraocular lens (iol) implant procedure, while the surgeon was performing irrigation and aspiration, the capsular bag developed a tear temporally and the lens decentered nasally. Vitreous prolapse was identified and the surgeon performed a bimanual anterior vitrectomy. The procedure was completed with another lens model. There was no hospitalization required.

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic is dried on the lens. One haptic is broken distal area (not returned). The optic has been cut into three pieces typical of an insertion and removal. The customer indicated the use of a qualified cartridge. No malfunction has been indicated against the lens. The reporter stated that during irrigation/aspiration, the capsular bag developed a tear temporally and the lens decentered nasally. The manufacturer internal reference number is: (B)(4).